Event description:
The patient had an intrinsic rate of 30 beats per minute, and was hospitalized post-stroke. Intermittent ventricular capture was seen at 7.5 v bipolar. Battery data was 2.76 v, 12 ua and 2.2 k ohms with about 2.3 years remaining longevity. The device was scheduled to be replaced, but the patient became progressively ill and unresponsive after another stroke. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.